Event description:
The customer reported that they had a tubing leak on a fluconazole infusion. The event was preceded by a reported event of the "channel popped open tubing was apart." The nurse reported "she heard a pop, noted the door was ajar and went across the room to investigate. She found all the medication was on the floor and the tubing was apart." There were no orders for IV flushes or pushes. No pt harm ot medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.